Manufacturer narrative:
The lot was manufactured august 28, 2020 to august 31, 2020. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the delivery of an infusor sv (small volume) stopped during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.